Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round high profile 460cc, catalog number 3503460, serial number (B)(4), lot number 6815084. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with saline mentor smooth round high profile 460cc breast implants and experienced deflation on the right breast implant and malposition on the left breast implant. The deflation and malposition were confirmed by the healthcare professional by the physical exam on (B)(6) 2018. As a result, the patient had undergone removal and replacement with saline mentor smooth round high profile 500cc breast implants on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 6815084 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).